Event description:
It was reported that shaft break occurred. A 32 x 2.50 promus premier select stent balloon expandable of selected for percutaneous coronary intervention (pci) procedure. During preparation, while taking device out of the spiral package, the last 28 cm broke off. Procedure was completed using another stent and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the promus premier select ous mr 32 x 2.50mm stent delivery system (sds), batch #31729773 device. Visual, tactile and microscopic analysis was performed on the device. A break was identified at the guidewire exit port, 26.5cm proximal from the bumper tip. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. No other device issues were identified during returned product analysis. Product analysis confirmed the reported shaft break.

Event description:
It was reported that shaft break occurred. A 32 x 2.50 promus premier select stent balloon expandable of selected for percutaneous coronary intervention (pci) procedure. During preparation, while taking device out of the spiral package, the last 28 cm broke off. Procedure was completed using another stent and no patient complications were reported.